Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Investigation summary: one unused sample, and one photo of the product packaging, of material number 10013364t, was submitted for quality investigation. The customer complaint of flow issues back flow could not be verified during the investigation. Evaluation of the secondary set was conducted by first visually inspecting the set for damages or defects. No damages or defects were visibly noticeable. The set was then primed and connected to a sample primary infusion line to conduct a simulated infusion. During the infusion the secondary set worked as intend with no signs of leakage, air-in-line or occlusion. The tubing was also check to see if it would separate at each of the joint locations. The tubing set did not separate at any of the locations. A device history record review for model 10013364t lot number 22089188 was performed. The search showed that a total of 21,623 units in 1 lot number was built on 15aug2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was not established because the reported failure could not be replicated.

Event description:
It was reported while using bd secondary administration set there were blockages. There was no report of patient impact. The following information was provided by the initial reporter: we have also received complaints from nursing that the recent sets are not allowing them to backflow IV lines. We do have some IV sets that we pulled from this lot but none with the effected chemo that dis-connected.